Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is being considered for a revision on an unknown date for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
It has been determined that this report is a duplicate of MFR 0001825034-2017-11461. No further reports will be submitted on this MFR number.